Event description:
During case, pt was reportedly noted to have hypercapnia. Pt was reportedly treated with dantrium and remained in the ICU overnight with an arterial line. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.